Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 to high blood glucose level. The glucose blood level of customer was 773 mg/dl at the time of hospitalization. The current blood glucose level of customer was 425mg/dl. Customer had urinary track infection. Customer was treated with intravenous insulin drip. Customer stated that insulin pump had insulin flow block alarm and insulin exited during troubleshooting. The infusion set had bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.